Manufacturer narrative:
Event date: (B)(6) 2018. Date of report:13dec2018. International UDI: (B)(4). Philip's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the data acquisition printed circuit board assembly to resolve the reported issue. The unit passed required performance verification tests per philips standards.

Event description:
The customer reported that the unit error code message of machine and proximal pressure sensor failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.